Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the hemostasis valve leaked. A watchman access system (was) was used during a left atrial appendage closure procedure. The valve's hemostatic ability was not tested prior to the "was" entering the patient. The "was" was flushed with the finger occluding the hemostatic valve prior to dilator advancement. The physician introduced the was over the guidewire into the body, guided it to the left superior pulmonary vein, removed the dilator and noticed the backbleed. At first, he attempted to tighten the hemostasis valve by clockwise rotational movement of the plastic portion, which did not result in reduction of backbleed. The physician tried again and reported that it wasn't stopping to bleed. He then applied forward pressure as he was turning the plastic hub, but that still didn't reduce backbleed. The physician repositioned his hands and as he applied forward force on the plastic hub with his right hand, the left hand was supporting the "was" body. The left hand twisted up to allow more force to be applied to the hemostasis valve and as a result, the "was" kinked at the site where his pinky and lateral edge of the left hand had been holding it. The "was" reduced backbleed as a result of the kink but when the kink was straightened out, the backbleed was restored. The "was" was exchanged for another of the same device and the procedure was completed successfully. There were no patient complications reported and the patient's condition is fine.